Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp states pt is at MRI appt needing scan but the controller is "stuck in MRI mode". Hcp states the controller will "not come out of MRI mode", hcp looked at controller screen during call and confirmed it showed in MRI mode, full body conditional. Hcp inquiring if they can proceed with scanning. Hcp noted pt said they contacted mdt customer service about the issue and were told they would be sending a new controller to the pt.